Event description:
It was reported that during implantation surgery everything went well and no problem occurred. After the surgical wound was sutured, the device was tested and a short-circuit was seen between electrode channels 3 and 4. Several measurements were repeated, but the situation remained. The implant was removed and was tested into saline solution afterwards, where no short circuit could be observed anymore.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.